Event description:
It was reported that pump screen was dark and would not turn on. There was no reported adverse impact to the customer¿s blood glucose level because caller declined to provide this information. Customer attempted multiple troubleshooting steps with technical support, including pressing button in specified ways and charging pump with known working supplies, but pump did not power on and displayed red led without vibration, so pump replacement was arranged and suppliers report was organized for insurance purposes even though pump was out of warranty.